Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not alert the customer as expected. The customer¿s blood glucose level was 70-100 mg/dl. Tandem technical support was unable to gather further information.